Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left side will not allow for the wheel lock to engage and is about 4-6 inches away. He states the right side spacer is too thick for it to meet the wheel.